Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient experienced tiredness and numbness. The patient's daughter called the patient's mother who called 911. When emergency medical service arrived, the cgm was reading 238 mg/dl and the blood glucose reading was 618 mg/dl. The patient was transported to the hospital and hyperglycemia was treated with unspecified fast acting insulin and sodium chloride IV fluids. Of note, the patient was receiving intravenous (ivig) for an unspecified condition that was stopped at the onset of symptoms. The patient also reported temporary paralysis upon arrival at the hospital. There was no documentation of further medical evaluation or intervention for hyperglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.